Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the injecting healthcare professional, therefore additional event, product, or patient details may not be attainable. The events of nodules and granulomas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Patient, who is also a physician, reported they were injected by a dermatologist to the cheekbones with 1 syringe of juvederm® voluma¿ with lidocaine and to the chin and marionette lines with 2 syringes of juvéderm® volift¿ with lidocaine. Thirteen months later patient developed nodules "not visible at the beginning but you could feel them at palpability check. Soon after appearance of granuloma on injection sites: cheekbones, chin and marionette lines." No biopsy has been performed to confirm the reported granuloma. Patient was recommended to apply a topical corticoid cream for 5 days and "it did not change anything." Patient provided additional information 2 months later noting "granulomas are regressing, the horizontal wrinkles generated in the chin and the folds of bitterness are widening very clearly." Patient is "very worried about the possibility of a return to the previous situation."

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Patient, who is also a physician, reported they were injected by a dermatologist to the cheekbones with 1 syringe of juvederm® voluma¿ with lidocaine and to the chin and marionette lines with 2 syringes of juvéderm® volift¿ with lidocaine. Thirteen months later patient developed nodules "not visible at the beginning but you could feel them at palpability check. Soon after appearance of granuloma on injection sites: cheekbones, chin and marionette lines." No biopsy has been performed to confirm the reported granuloma. Patient was recommended to apply a topical corticoid cream for 5 days and "it did not change anything." Patient provided additional information 2 months later noting "granulomas are regressing, the horizontal wrinkles generated in the chin and the folds of bitterness are widening very clearly." Patient is "very worried about the possibility of a return to the previous situation."